Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not power on monitor) was confirmed due to the battery housing being chewed on and damaged, causing the battery to not fit securely into the monitor or charge. The root cause for the damaged housing was physical abuse. There was no adverse event that resulted from the damaged battery.